Event description:
Pt had double valve replacement in 1995 for endocarditis. Pt developed shortness of breath, pansystolic murmur, and early diastolic murmur consistent with moderate aortic incompetence. Reoperation was performed and aortic valve was explanted.